Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir compartment. Customer stated the reservoir was not locking in place. The customer¿s blood glucose level was usually high in the morning around 200 mg/dl. Blood glucose was 150 mg/dl at the time of the call. Customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.